Manufacturer narrative:
The actual complaint sample was returned for review by the customer. The customer returned 53 rondic gauze pads in a plastic bag. The samples were evaluated for the reported condition and clearly showed the reported condition of fraying and loose ends near the area of the rubber band. The device history record (DHR) was reviewed for lot # 15d208762x and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A root cause for the observed condition is during the manufacturing process the cloth used on the outside was not properly placed within the rubber band. The operator also did not remove the effected product from the process prior to package. In process inspections are performed to cull and remove quality imperfections from the product. The operator will be made aware of this reported condition. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
Submit date: 11/09/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze product. The customer states the packaging is not closed properly. The sponges are fraying and have loose strings on the ends.